Manufacturer narrative:
Image review: two images were received from the account for review. Image one shows the user holding two devices the bottom device has a balloon rupture and detachment. The balloon shows evidence of inflation. The core wire can be seen at the distal section of the remainder of the device. The distal tip and distal section of the balloon are not present. Blood is visible on the device. Image two shows the user holding the presumed detached section of the balloon, signs of inflation is evident and the distal tip is also present on the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend balloon catheter,  a balloon burst/leak occurred during balloon inflation. Inflation pressure of 12 atm was applied when the issue occurred. The balloon was unable to be inflated. The lesion being treated was mildly tortuous and moderately calcified located in the proximal  left anterior descending (lad) artery with 80% stenosis. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Excessive force was not used during delivery. The device was inspected prior to use with no issues. The device was negatively prepped with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the balloon burst on the first inflation and the balloon did not leak. The balloon dropped after it burst. It was later detailed that the balloon did not partially inflated, it inflated fully. The device was not moved or repositioned while inflated. The same inflation device was successfully used with other devices. Initial reporter's phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon deflated due to the balloon rupture after the inflation. A detachment of the balloon and guide wire exchange chamber at the front end of the balloon then occurred. All parts of the device were removed using a rotator head and rotator guide wire operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: all parts of the device were removed using non-medtronic rotator head and rotator guide wire operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.